Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility by three (3) emails and one (1) call to obtain; patient treatment settings, patient information, patient photos. No information was received by incident forms nor photos. An examination of the subject device was done by a lumenis service. The customer requested a pm. Verified energy output to be within lumenis specification. For 515 average joules measured 51.2j, for 590 average joules measured 184.6j, and for 695 average joules measured 87.6. Attached energy test result with photos to the work order. Customer ordered replacement 695 filter. Performed pm: cleaned lightguides and filters. Performed head calibration. Cleaned side grates and cleaned dust from heat exchanger. Filled coolant to level and changed di cartridge. Checked head connector. No other problems observed. Filled resurfx reservoir with coolant. Verified resurfx patterns and energy output accuracy. Verified energy output accuracy of ipl and yag handpieces. Verified unit safety and proper operation. System was safe and ready for use. Pm was completed. The system met all manufacturer specifications. According to the user manual, it is recommended to keep the filter clean and also not to treat a patient when the filter is burned in more than 15% of the surface. "6.3.1.1 caution: it is very important to keep the filter clean at all times, otherwise it can harm the patient and cause damage to the module. Replace the filter if it is broken or if the coating is damaged (i.e., spots cover more than 15% of coating surface)." Observing the photos of the 695 filter the burnt area seems to cover less than 15%, therefore, it might not be related to the injury of the patient. No clinical evaluation was done as no incident forms were sent to lumenis. While the information received to date does not confirm that a serious injury occurred nor a malfunction, due to the lack of information regarding the injury leaving a permanent impairment, the company is reporting the event in an 'abundance of caution'. Based on the information provided the most probable cause of the reported event is a user error, a failure on the part of the device operator to follow instructions/warnings described in the device user manual. Should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted. This complaint is closed to CAPA (B)(4).

Event description:
A user facility reported that at list three (3) patients sustained a burn of unknown severity unknown area following ipl treatment with lumenis m22 laser. It was reported that the filter had scuff marks. This complaint represents all 3 patients as no incident forms were sent.